Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient is scheduled to undergo cardiac surgical bypass with a planned preoperative implantation of an iabp catheter to assist circulation. The surgeon performed a puncture and inserted an arterial sheath. When removing the inner core of the arterial sheath, it was found that the core could not be pulled out, and several attempts were unsuccessful. When the inner core and the arterial sheath were pulled out together, it was found that the tip of the guidewire was deformed and broken. The iabp catheter was not re-implanted on the spot". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an 8fr teflon sheath with dilator assembly from the 7fr rediguard intra-aortic balloon catheter (iabc) kit. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Upon return, the dilator was fully inserted within the teflon sheath and the teflon sheath with dilator assembly was noted in "j" shape. The supplied 0.025" guidewire was noted damaged and was returned in 2 separate sec-tions. Buckling was noted on the teflon sheath extrusion. The teflon sheath was noted with damage to the sheath tip; the appearance of the damage is consistent with being pinched around the tip opening. The dilator tip was noted damaged. The distal end of the dilator was also noted in "j" shape. Blood was noted on the exterior and interior surfaces of the returned teflon sheath and dilator. The portion of the returned 0.025" guidewire was noted inserted within the retuned dilator. The guidewire noted damaged/broken and a portion of the guidewire was noted unraveled near the distal end of the dilator. Furthermore, multiple bends were noted to the returned guidewire. The remining length of the guidewire was noted within its protective sleeve. The remaining section of the returned 0.025" guidewire was noted damaged/broken and the entire section was noted unraveled. The customer photo was reviewed. In the photo, the teflon sheath with dilator assembly was noted damaged and was in an uneven shape (bent and twisted). Furthermore, the guidewire was also noted damaged/broken. The findings noted in the photo is consistent with the reported event. The inner and outer diameter of the dilator tip could not be accurately measured due to the damage noted to the distal tip of the dilator. The outer diameter of the dilator extrusion measured 0.108" and met specifications per graphic. The inner diameter of the sheath tip could not be accurately measured due to the damage noted to the distal tip of the teflon sheath. The inner diameter of the sheath cap (blue) measured 0.171" and met specifications per graphic. The inner diameter of the sheath hemostasis valve body measured 0.113" and met specifications per graphic. The outer diameter of the guidewire measured at multiple locations and measured 0.0245" and met specifications per graphic. The 0.025" guidewire was removed from the sheath/dilator assembly without any difficulty. Upon removal, the guidewire was noted coiled up and multiple bends were noted to the guidewire. The dilator was removed from the teflon sheath without any difficulty. Upon removal, the teflon sheath was noted with damage to the sheath distal tip; the appearance of the damage is an inconsistent diameter with indents or pinches around the tip opening. No additional damage was noted to the dilator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of dilator tight in sheath is confirmed based on the visual inspection of the returned sample. The teflon sheath with dilator assembly was noted damaged and was in an uneven shape upon receipt of the sample. During the investigation, the distal tip of the sheath and the distal tip of the dilator was noted damaged. The appearance of the teflon sheath tip and dilator tip damage is consistent with being pinched around the tip opening. The damaged teflon sheath with dilator assembly could result in difficulty removing the dilator from the sheath. Based on the review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged sheath and dilator. The root cause of the damaged sheath and dilator is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the patient is scheduled to undergo cardiac surgical bypass with a planned preoperative implantation of an iabp catheter to assist circulation. The surgeon performed a puncture and inserted an arterial sheath. When removing the inner core of the arterial sheath, it was found that the core could not be pulled out, and several attempts were unsuccessful. When the inner core and the arterial sheath were pulled out together, it was found that the tip of the guidewire was deformed and broken. The iabp catheter was not re-implanted on the spot". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00761.